Event description:
Additional information was received. It was reported that per the physician, the cause of migration was due to enlargement of the proximal aortic neck. The aortic neck at the level of the renal artery measured 30mm proximally and 30mm distally in diameter at implant; the aortic neck at the level of the renal artery measured 37mm proximally and 36 mm distally approximately five months ago.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 28 mm in diameter proximally and 32 mm in diameter distally with a length of 22 mm. It was reported that the imaging on (B)(6) 2015 showed the aneurysm was 63 mm in diameter and there was evidence of stent graft migration where the stent graft was 7 mm from the lowest renal artery. There was no endoleak present. The investigator assessed the event as related to the device and not related to the procedure. No clinical sequelae were reported.

Event description:
Additional information received. It was reported that an ultrasound revealed that the stent graft bifurcate had a proximal type I endoleak. A CT revealed that the aneurysm was 64 mm in diameter, that the stent graft bifurcate distal migration was 7 mm from the original placement, and that there was no evidence of endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received for this case: - it was reported approximately 2 years post prior imaging, a type ia endoleak and mi gration of the main stent graft body were observed. The investigator and safety have adjudicated that the type ia endoleak and the migration were device related but not procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the reported type ia endoleak and migration are unresolved at time of study exit. If information is provided in the future, a supplemental report will be issued.